Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-90mg/dl fasting. Customer had expired test strips 12/31/2014. Reviewed meter memory (B)(4). Customers concern: lo. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Customer complains of "lo"results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-90mg/dl fasting. Customer had expired test strips: 12/31/2014. Reviewed meter memory: (B)(6). Customers concern: lo. No adverse event reported.